Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, based on the customer's description and our experience, the reported damage was most likely caused by excessive force, use-related wear and tear, or improper handling. Therefore, this event/incident was attributed to use error. Since the user facility could not definitely determine the lot number of the relevant hf resection electrode, a manufacturing and quality control review was performed for both possible lot numbers (lot #: 1000038375, device manufacturer date: 08.03.2019, expiration date: 11.01.2024 and lot #: 1000038648, device manufacturer date: 15.03.2019, expiration date: 18.01.2024) of the resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the loop at the distal end of the hf resection electrode broke. It is unknown whether the electrode just broke or whether a fragment broke off and possibly fell into the patient. No further information was provided but the intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.